Manufacturer narrative:
The root cause of the issue is unknown but may be the result of some action by the user or factor of the environment, which can be the consequence or result of possible excessive torsional force, omission of proper surgical technique or improper surgical technique (patient prep, over angulation, or off-center screw placement). The action taken in response to the malfunction does not eliminate the potential of an injury from occurring, such as intra-operative replacement of damaged components in which fragments remain within the surgical site. During the review of the DHR for the lot , found that the product was inspected and accepted for use by the quality control department on 04/29/2014 specific to the product issue. Surgery was completed and no patient injury was reported with the event.

Event description:
On (B)(6) 2019, a patient underwent spinal surgery consisting of posterior pedicle fixation bone screws. While placing a pedicle bone screw the tip of the screw driver broke off inside the screw. The tip of the driver remains in the screw. Surgery was not delayed, and the case was completed with no patient injury reported.